Event description:
It was reported that while using bd vacutainer® multiple sample luer adapter, there was blood leakage inside the holder. No patient impact reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D4. Medical device lot#: unknown. D4. Medical device expiration date: unknown. E1. (B)(6) hospital. H4. Device manufacture date: unknown. H.6. Investigation summary: material #: 367300. Lot/batch #: unknown. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. H3 other text : see h.10.

Manufacturer narrative:
D9: device available for evaluation: yes. D.9:device eval by manufacturer? Yes. D9: returned to manufacturer on: 2024-january -19th. H.6 investigation summary: material #: 367300, lot/batch #: unknown. Bd received 1 used sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for leakage was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® multiple sample luer adapter, there was blood leakage inside the holder. No patient impact reported.